Event description:
I had an MRI at (B)(6) in (B)(6) today and left with burns on both arms above the elbow. This is where my skin touched the MRI. I told the tech the machine was hot and she seemed to think this was normal. I have 1st degree thermal burns on both arms. I'm self treating at home similar to a sunburn. My arms hurt down to the bone. FDA safety report ID# (B)(4).